Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes were underfilling. This event occurred 15 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: (B)(4) retention samples from bd inventory were functionally evaluated for low or no fill and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low or no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes were underfilling. This event occurred 15 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.